Event description:
Boston scientific received information that an alert was detected due to low shock impedance measurements. The patient has a history of very stable shock impedances, but recently there were 4 significantly lower values (around 4 ohms). However, during the last week all measurements have been normal. Boston scientific technical services (ts) was contacted and discussed the lower values could have been due to electromagnetic interference (emi) or a possible lead issue. Ts recommended performing isometrics while measuring shock impedances. Given the age of the lead, ts discussed considering a commanded shock at 41 joules to fully assess the ability to deliver energy. All products remain in service at this time. Additional information was requested of the field representative. The field representative confirmed the physician was aware of the low impedance and has elected to monitor the patient at this time. The physician may bring the patient in for a commanded shock to test the system, but this has not been scheduled.

Manufacturer narrative:
The lead is expected to be returned for laboratory analysis. Upon return completion of analysis, this report will be updated.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that fine-noise was being oversensed and undersensed. Impedances have ranged between 200-350 ohms (lowest value at 208 ohms). It appeared the device was undersensing a premature ventricular contraction. The patient had a 10 beat run of ventricular tachycardia that was true and a 3 beat run of noise. The patient presented with nausea and lightheadedness. The physician suspected a lead insulation problem due to the patient twiddling the device in the pocket. The damage was not confirmed via fluoroscopy. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was confirmed to have trilumen insulation damage and the conductor coils were extremely stretched. Due to the location and type of damage, engineers suspect the cause was by entrapment in the clavicle/first-rib region. The lead outer insulation in this area also had damage by laser extraction and is torn. The morphology of the insulation damage is indicative of lead-on-lead or possibly lead-on-can contact. The damage site would have been most likely located within the pocket area.